Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During implant, it was noted that the atrial lp exhibited high impedance at multiple implant positions and ultimately could not be adequately positioned. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.

Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During implant, it was noted that the atrial lp exhibited high impedance at multiple implant positions and ultimately could not be adequately positioned. It was discovered that blood and issue had coagulated in the lp helix. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.